Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the provided radiographs noted that: slight edema noted at MRI done 1 month prior to (B)(6) 2013 procedure. Implant date: (B)(6) 2012. (B)(6) 2013 (xray & ultrasound right elbow)- no damage or significant findings at the level of repaired lcl. (B)(6) 2013 (MRI right elbow) - noted slight edema at epicondylar anchoring medial collateral ligament, no recurrence or relapse of tennis elbow. 2nd procedure date: (B)(6) 2013 ( removal of suture due to reaction on MRI, irritation of juggerknot). Root cause was unable to be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unknown if product will be returned.

Event description:
It was reported that the patient had a revision surgery twelve month post initial surgery to remove the suture due to irritation.